Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation was received. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain episodes, suspected migration of left essure device within uterine cavity (seen as device expulsion) and suspected migration of right device primarily within uterine tube (seen as device dislocation). A hysterectomy and laparoscopy with bilateral adnexectomy was performed. Essure was removed. These events are anticipated in the reference safety information for essure. In the present case, about 5 years and 10 months after essure insertion, the migration within uterine cavity and migration primarily within uterine tube were suspected, however the exact date and mechanism are not known. Two devices were found in the right fallopian tube, one primarily within the cavity and the other within the tube, possible placement error by the surgeon. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain episodes"), device expulsion ("suspected migration of left essure device within uterine cavity") and device dislocation ("suspected migration of right device primarily within uterine tube") in a (B)(6) female patient who received essure for female sterilisation. Other product or product use issues identified: device use issue "2 essure were found in the right fallopian tube (one primarily within the cavity and the other within the tube), possible placement error by the surgeon". The patient's past medical history included gravida ii and parity 2. The patient has no further relevant history or concurrent conditions. Concurrent conditions included cervical conisation, cervical intraepithelial neoplasia I and cervical intraepithelial neoplasia ii. On (B)(6) 2011, the patient started essure. On (B)(6) 2017, 2125 days after starting essure, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required) and device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy and laparoscopy with bilateral adnexectomy. Essure removal on (B)(6) 2017) and surgery (hysterectomy and laparoscopy with bilateral adnexectomy. Essure removal on (B)(6)2017). Essure was withdrawn. At the time of the report, the pelvic pain and device expulsion outcome was unknown and the device dislocation outcome was unknown. The reporter provided no causality assessment for pelvic pain, device expulsion and device dislocation with essure. The reporter commented: clinical consequences: hysterectomy and laparoscopy with bilateral adnexectomy, two essure inserts in the right uterine tube, one primarily within the cavity and the other within the tube. Actions taken: medical device not available. She did not have any complaint after the insertion procedure. The physician stated essure removal was medically necessary; the diagnosis of incorrect location was made via hysteroscopy. The patient's outcome is unknown. Information received from pharmacist: during removal, two essure inserts were found in the right uterine tube and none in the left. It could have been possible migration or a placement error by the surgeon. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: hysteroscopy result was suspected migration of left within uterine cavity. Hysteroscopy cont.: suspected migration of right essure primarily within uterine tube. Pathology test showed low-grade (cin1) and high-grade (cin2) cervical intraepithelial neoplasia according to the who 2014 classification. Complete exeresis. Absence of any significant lesions involving the fallopian tubes. Most recent follow-up information incorporated above includes: on 20-feb-2017: information received from pharmacist. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain episodes, suspected migration of left essure device within uterine cavity (seen as device expulsion) and suspected migration of right device primarily within uterine tube (seen as device dislocation). A hysterectomy and laparoscopy with bilateral adnexectomy was performed. Essure was removed. These events are anticipated in the reference safety information for essure. In the present case, about 5 years and 10 months after essure insertion, the migration within uterine cavity and migration primarily within uterine tube were suspected, however the exact date and mechanism are not known. Two devices were found in the right fallopian tube, one primarily within the cavity and the other within the tube, possible placement error by the surgeon. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected.